Manufacturer narrative:
Corrected data: h6 - annex a code a051201 was not included in the previous follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during or after the implant of this transcatheter bioprosthetic valve in a patient with a left ventricular assist device, an unspecified issue occurred. No patient complications were reported as a result of this event. Additional information was received that during the valve procedure, the valve was loaded and inspected under fluoroscopy successfully. During implant, on final release of the valve from the delivery catheter system (dcs), the valve canted and dislodged approximately 1 centimeter further into the left ventricle. The inflow of the valve was approximately 25 millimeter (mm) below the annulus and paravalvular leak (pvl) was observed on angiogram and confirmed on echocardiogram. A non-medtronic valve was prepared was implanted valve-in-valve. A procedural delay of approximately 1 hour resulted from the valve dislodgement. No patient complication were reported. Additional information was received that the severity of pvl was moderate.

Manufacturer narrative:
Image review: one static image and three media files were provided for review. It was documented that the patient had a left ventricular assist device at the time of the procedure. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. Evidence shows that the valve dislodged ventricular, and the waist of the valve was seen to be at the level of the aortic annulus. Subsequently, a non-medtronic valve was implanted. As stated in the instructions for use (IFU): potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during or after the implant of this transcatheter bioprosthetic valve in a patient with a left ventricular assist device, an unspecified issue occurred. No patient complications were reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the valve was loaded and inspected under fluoroscopy successfully. During implant, on final release of the valve from the delivery catheter system (dcs), the valve canted and dislodged approximately 1 centimeter further into the left ventricle. The inflow of the valve was approximately 25 millimeter (mm) below the annulus and paravalvular leak (pvl) was observed on angiogram and confirmed on echocardiogram. A non-medtronic valve was prepared was implanted valve-in-valve. A procedural delay of approximately 1 hour resulted from the valve dislodgement. No patient complication were reported.

Manufacturer narrative:
Updated data: b1, b2, b5, b7. Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: (B)(6), product type: heart valves. Product ID: l-evolutfx-2329, product lot/serial: number (B)(6), product type: heart valves. E4, h1, h2, h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.